Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device not returned.

Event description:
The patient's wife stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient initially tested a sample on the meter and received an error. The patient then collected a sample from a different finger and tested it on the meter at 10:40 a.m., resulting as 6.4 inr. The patient also measured a second value of 6.4 inr on the meter. The patient then called his independent diagnostic testing facility for assistance. The patient cleaned the meter as part of troubleshooting and then tested a new sample on the meter, which resulted as 3.3 inr. At 1:30 p.m. The patient had a sample tested in the laboratory using an unknown method, resulting as 3.4 inr. The meter value of 6.4 inr and the laboratory value of 3.4 inr were reported to the patient's doctor. No adverse events were alleged to have occurred with the patient. The patient's normal range is 2.5 - 3.5 inr. The patient does not have hematocrit issues and does not have antiphospholipid antibodies. The patient only takes coumadin for his coagulation therapy. The patient's coumadin dose has been changed. The patient has not started any new medications and his diet has not been changed. The patient has no additional illnesses. The patient did not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 286320-21) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter was returned for investigation. The returned meter was tested with retention test strips and quality controls. Testing results (qc range = 1.9 - 2.9 inr): qc 1: 2.4 inr; qc 2: 2.5 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot test strip lot and qc lot. All measurements were without error messages. The maximum difference between measurements was 4.0%. No information was provided that would point to a cause for the result discrepancy. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.